Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable and the isd board. System operates as intended.

Event description:
Customer reported faulty connection at interconnect receptacle. Customer wiggled the interconnect cable and system shut down, could not power on. No patient injury was reported.